Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post a coronary artery bypass procedure, acrobat-I stabilizer cannot be arrested, the wire rope hoist torn. A replacement was used to finish procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood were observed. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob did not tighten the arm. Based upon these findings, the reported complaint for the reported failure mode "mechanical issue" was confirmed.

Event description:
The hospital reported that post a coronary artery bypass procedure, acrobat-I stabilizer cannot be arrested, the wire rope hoist torn. A replacement was used to finish procedure.